Event description:
This report summarizes twelve malfunctions. A review of the reported information indicates that model md800j vena cava filter allegedly experienced perforation. These information's were received from a various sources. All twelve malfunctions involved patient with no patient consequences. Of the twelve reported malfunctions, six were female and three are male. Eleven patient's ages were ranged from 42 to 80 years. All other patient details were not provided.

Manufacturer narrative:
H10: of the thirteen reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury and was reported under emdr 2020394-2021-80708. H10: the lot number for all the twelve reported malfunctions were provided, therefore lot history reviews were performed. The devices were not returned to the manufacturer for evaluation. However, medical records and images were provided and reviewed for eleven out of twelve malfunctions. Medical record was not provided for one malfunction, therefore, the investigation is inconclusive for the alleged perforation. Five malfunctions were confirmed for the alleged perforation. Two malfunctions are confirmed for the reported perforation and detachment, therefore, a0501 trending code was added. Two malfunctions are confirmed for the perforation and migration. Out of 12 reported malfunctions, one malfunction is confirmed for the alleged perforation, tilt and migration, additionally a010402 and a150202 code was added. The remaining malfunction is confirmed for the reported perforation and detachment; however, unconfirmed for tilt. Based on the available information, the definitive root cause for this event is unknown. The devices were labeled for single use. H10: d4 (lot number: gfwc2308, gfwb4349, gfwi3148, gfwi3140, gfwe3379, gfwi3143, gfwa4201, gfxh2786, gfwb4350), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the reported thirteen malfunctions, lot number were provided for twelve malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records and images were received for two malfunctions. Therefore, for the two malfunctions the investigation is confirmed for the reported patient device interaction problem and for the remaining eleven malfunctions the investigation is inconclusive for patient device interaction problem. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (lot number: gfwc2308, gfwb4349, gfwi3148, gfwi3140, gfwe3379, gfwi3143, gfwa4201, gfwa4190, gfwb4350, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes thirteen malfunctions. A review of the reported information indicates that model md800j vena cava filter allegedly experienced patient device interaction problem. These information's were received from a various sources. All thirteen malfunctions involved patient with no patient consequences. Of the thirteen patients, a male patient was 46 years old and a female patient was 47 years old. All other patient details were not provided.

Manufacturer narrative:
The lot numbers for twelve malfunctions were provided and a lot history review was performed. Neither devices nor medical records have not returned for evaluation of the thirteen malfunctions, therefore, the investigation is inconclusive for a patient-device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. (Lot number) gfwc2308, gfwb4349, gfwi3148, gfwi3140, gfwe3379, gfwi3143, gfwa4201, gfwa4190, gfwb4350.

Event description:
This report summarizes thirteen malfunctions. A review of the reported information indicated that model md800j vena cava filter allegedly experienced a patient device interaction problem. This information was received from various sources. Of the thirteen malfunctions, thirteen involved patients with no patient consequences. The ages, weights, and genders of the patients were not provided.